Event description:
A customer stated that when customer used excel off brand reagent strips the elite system would only "flash back and forth" and no blood glucose reading could be obtained. The lack of blood glucose result to a diabetic could be a serious event. While on the phone a review of the system was attempted. The customer did not have the requisite supplies to continue the testing. These will be provided. It was explained to the customer that bayer does not provide or support the use of an off brand reagent. Replacement will be sent and follow-up with the customer made.